Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 6961660 and PMA# p060018 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical disc arthroplasty due to herniated intervertebral disc. Intra-op, after finishing discectomy, when the surgeon put prestige in the disc space and hammered it, the implant broke. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: one of the holes that mates with and locates the inserter has broken off. Both the fracture surface and the reported event are consistent with overload from force during implantation. The small portion that was broken off was not returned. If information is provided in the future, a supplemental report will be issued.